Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit would not pass a leak test. It was further reported that the unit had holes in the insulation.